Event description:
This coring needle contains a stylette inside the hollow core of the outer, main needle. The stylette broke approximately 12mm from the proximal portion (from which the staff pull out and push in), leaving the remaining stylette in the main needle. Entire needle system was removed intact, however, the core tissue sample within this damaged needle could not be retrieved. Patient unharmed. Needle system disposed of in 9 gallon biohazard container. Another needle system opened and procedure completed.